Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the device shows signs of use, with some rounding and wearing of the stardrive ends on the tip, as well as various scratch marks along its length. The adaptor is loose where the shaft meets the handle, and the shaft appears to be 3.25mm further out of the handle than intended. The product development evaluation revealed the complaint to be indeterminate. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that the handle of the drill/tap and screw guide was noted to be cracked, the tip of the awl was found broken and the shaft of the stardrive screwdriver t-25 spins in the handle. All issues were found in spd.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Operator of device was a health professional.